Manufacturer narrative:
Weight is approximate. Other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: 28-jan-2016, UDI#:unknown . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer: patient didn't remember their weight at the time of the event but estimated between 150-200 pounds.

Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had their device replaced at least 5 times because they had falls and it broke the lead. Patient reported that with all the implant/lead replacements they got it was because they would fall and the lead would break. The patient then reported conflicting information that the falls resulting in lead damage were not associated with the current ins or the first ins, they were referring to the second ins and lead(s). No further complications were reported or anticipated.